Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Additionally, it was reported that a minimum fill notification occurred; no additional information was provided. The customer was instructed to reset the pump and change the cartridge to resolve the issues.